Event description:
Customer called to report the pump's soft-set had an occlusion in the tubing. Also, customer stated the driver arms did not slide freely on the lead screw in the unlocked position. Troubleshooting was performed. Insulin did not exit. Pump was not dropped, bumped, or exposed to moisture.